Event description:
Related to MFR report #2183959-2012-03259, 2183959-2012-03263. It was alleged by the attorney for the plaintiff that after the implant the plaintiff experienced emotional distress and a problem with the product. No additional information was provided at this time.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).